Event description:
Customer reported differences between their sensor glucose and blood glucose readings. The customer stated their sensor glucose was 40 mg/dl and blood glucose was 88 mg/dl. The customer stated they had treated their blood glucose with glucose tablets earlier. Troubleshooting did not find any bent cannulas. The customer also advised of the proper techniques for sensor insertion. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.